Event description:
A homecare services representative notified baxter corporate product surveillance of a report received from a registered nurse (rn) on (B)(6) 2012. The nurse stated they had a cassette in which the patient line where the luer part connects was detached. There was no patient injury or medical intervention associated with this event. No additional information is available. On (B)(6) 2012, the rn left a voice message for corporate product surveillance (cps) to report the following: "we have a separated patient extension from a patient's cassette." No injury or adverse event is reported. No further information is available at this time. The rn stated that she had the actual sample. Product surveillance contacted the rn on (B)(6) 2012 regarding the reported event. The rn stated there was one occurrence, and that she called it in to both homecare services and product surveillance. The rn clarified the report and stated that on the cassette, the plastic tube disconnected from the blue luer connection during use. The rn stated that the patient brought the two pieces to the clinic and that they were still available for evaluation. The rn stated that she did not know the lot number of the cassette, but the patient only has two boxes of cassettes so it would have been from one of those. The rn stated that the patient could be contacted for the lot number information if needed. The rn stated that there was not patient injury or medical intervention associated with this event. The rn stated they flushed the patient and she has been continuing therapy successfully on the cycler.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Visual inspection of the sample confirmed the report of damaged. Per the sample evaluation, the blue shroud connector on the extension set was broken and the assignable cause was not determined.

Manufacturer narrative:
(B)(4). Communication from baxter's quality engineer indicates the product involved with this malfunction is the patient line extension set and not the patient line on the cassette. The MDR has been updated to reflect this information.